Event description:
An ophthalmic surgeon reported that during vitrectomy surgery, the console failed to control the intraocular pressure (iop). An unknown system message displayed when the cassette accumulated solution in the infusion chamber. The customer continued with the surgery and experienced low aspiration with the vitrector probe. The customer turned off the iop control and the patient's iop recovered. No patient harm was reported. The problem was solved after replacing the cassette for the subsequent procedure.

Manufacturer narrative:
Investigation including root case analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).